Event description:
In the process putting in hardware, the straight gear shift was used in pedicle. Upon surgeon attempting to remove the end of device broke off and lodged in the left l5. Surgeon removed the piece successfully with use of the drill and graspers.